Event description:
It was observed during the device inspection, that the colonovideoscope had foreign material that cannot be removed even with correct reprocessing performed due to buckling of each channel or nozzle and there was a gap on the insertion section or the boot. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. It is presumed that the foreign material remained in the nozzle because reprocessing could not be completed due the bending section cover leaking. The events can be detected by handling device in accordance with the following IFU. Inspection of the endoscope. Inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.